Event description:
Procedure type: operation for intestinal obstruction. According to the reporter: the stapler only deployed staples on one row of the staple line instead of two rows. The staple line opened during the surgery. Some feces went through and reached the abdomen. The stapling line was secured with sutures. The pt died from septic shock a day after the surgery. The device is not going to be returned because it was discarded.

Event description:
Caller's wife reported an incident of hypoglycemia requiring hospitalization at a time when she attempted, was unable to use the aviva system due to error within specifications. A request was made for the return of the system and a replacement was sent.